Manufacturer narrative:
The device was returned for analysis. The reported product quality problem was confirmed as a stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported product quality problem (stent dislodgement). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 2.75x33 mm xience proa stent delivery system (sds) was noted to be damaged when the cover was removed before use. There was no device use or patient involvement. Another same size xience proa sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the stent was dislodged from the delivery system.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.